Event description:
A vaxcel plus dialysis catheter was placed for therapeutic purposes. During placement, the peel away sheath separated with difficulty. As a result, both wings of the sheath broke. The procedure was completed with the defective device.